Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure phenomenon was not reproduced, and no abnormality was found in the device and the specifications were satisfied. Traces of liquid adhering to the electrical contacts inside the scope connector receptacle were confirmed instead. The probable cause was that water droplets or other contaminants on the scope when it was connected caused a communication malfunction between the cv-1500 and the scope, resulting in temporary image noise. The cv-1500 instruction manual identifies the following related verbiage which could have prevented the phenomenon: the scope connector section, including the electrical contacts, should be sufficiently dry before connecting to the product. In addition, make sure that there are no foreign objects (chemical residue, water stain, sebum stain, dust, gauze splinters, etc.) On the electrical contacts before connecting them to the product. Use of the product with wet or foreign matter on the electrical contacts may result in equipment malfunction or failure. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center was making a sandstorm noise on display when a scope was connected during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.